Event description:
The customer reported that following a diagnostic cardiac catheterization procedure on may 25, 1999, a size 7 vasoseal vhd collagen plug was depolyed in the patient. The patient returned to the emergency room of the hosp on june 5, 1999 with a draining puncture site in the right grion. A surgical exploration of the right groin with debridement, culture and sensitivity, and open packing was performed on june 6, 1999. The cultures taken grew staph and the patient had a urinary tract infection. The patient was discharged on june 9, 1999 and no further complications were reported.